Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The eccentric, de novo target lesion, containing a lesion bend of >45 and <90 degrees, was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilation, a 38x3.50 promus premier¿ drug eluting stent was advanced but significant resistance was encountered and it was difficult to advanced the stent. The device was removed and it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.